Event description:
Customer received a blood result of 119mg/dl on his contour system. He called 911 because he was not feeling well. Paramedics ran his blood test on a different meter and received result of 50mg/dl. Customer was hospitalized. Replaced customer strips and he is to return his strip for evaluation. Unable to obtain strip info.